Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal hydromorphone 4.303 mg/day via an implanted pump system. A volume discrepancy was reported. The patient came back from a refill appointment, and their healthcare provider (hcp) stated that the patient had "so much medicine in there", and now the patient had to go back in a couple of weeks and see the status of the pump. When they interrogated the pump, they told the patient that they were still full with too much medication but the patient was not provided any values. The refill was not performed because of the amount of medication in there currently. The patient used to get their refill every three months. There were no discrepancies noted in past refills. The patient's refill date on the ptm was (B)(6) 2015. The patient did not have their telemetry printout to verify the refill date with max activations. The patient was told that if they still had too much medication at their next appointment, they would more than likely perform a replacement surgery. The patient did not report any medical symptoms. Additional information was requested to determine what actions or interventions were taken to resolve the volume discrepancy, and what caused the volume discrepancy.